Event description:
It was reported that the patient reported discomfort from their implantable cardioverter defibrillator (ICD) it was determined to reposition the device sub-muscular. During the repositioning of the device the right atrial (ra) lead was dislodged and had to be repositioned due to increased threshold levels. Both the device and lead remain in use. No patient complications have been reported as a result of this event.